Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred during use of an event that occurred during use of an m-flex 580f intraocular lens (iol). The event description provided to rayner states that the haptic broke during implantation. For further info please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00118.

Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings; our review of production records for the m-flex iol batch 031e20337 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met spec criteria and were without defects. A review of existing vigilance data from the month of manufacture of the m-flex 580f iol (march 2011) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the m-flex 580f iol batch 031e20337.